Event description:
A physician reported that the dell x5 vns programming handheld computer froze on the interrogation successful screen. The physician was able to resolve the issue by performing a hard reset and was able to proceed with the dosing session without a problem. A replacement computer was provided to the physician, and the computer and related software in question was returned to the manufacturer for analysis. However, product analysis has not been completed to date.

Event description:
Product analysis was completed. No anomalies associated with the handheld computer were noted during testing using the ac adapter or the main battery with a full charge. However, the alleged screen freeze complaint is a known issue that has been previously evaluated. No issues (beyond the known issue) were observed with the retuned handheld. Other than the above mentioned observations, the flashcard, software, and handheld computer performed according to functional specifications.